Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service technician found the unit had no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no sound. The unit was triaged and the issue was confirmed; visual inspection of the main pcb found that component u14 was damaged causing lifted pads and torn traces. A test pcb was connected to the unit and the unit passed recertification. The root cause was excessive damage to a component of the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.